Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had an appointment scheduled with a back specialist to confirm that their continuous pain factor was due to a malfunction, such as a device migration. The patient stated that their pain level has always been between a seven and an eight. No further complications were reported or anticipated.

Event description:
Information was received from a patient. It was reported that they were experiencing pain where their implantable neurostimulator (ins) was. The patient stated that it felt like the ins migrated. It was noted that the patient was having pain ever since they were implanted on (B)(6) 2014 and that the issue was continuously getting worse. The patient also mentioned that they had an MRI last month, but they didn¿t know what it was for and wanted the guidelines. No further complications were reported or anticipated. Indication for use is spinal pain.